Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4. Investigation ¿ evaluation. It was reported, the biwire nitinol hydrophilic wire guide sterilization package was found not completely sealed, with a part of the wire guide exposed outside the package. This observation was made when the user opened the marketing box prior to a kidney stone surgery. The user changed to a new device to complete the procedure. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One biwire nitinol hydrophilic wire guide was returned in open package with label. Visual exam noted evidence that the package had a complete seal prior to opening. No gaps noted in the seal. The wire guide is packaged by a supplier to cook who carried out an investigation as well as cook. A review of the device history record by cook and the supplier found no related anomalies. A database search carried out by cook found no other similar complaints have been reported for the complaint device lot at the time of this investigation. A review of manufacturing procedures carried out by the supplier found controls to be in place to assure device integrity prior to shipment. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. The device was supplied with IFU t_hbwg2_rev1 which includes the following how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the biwire nitinol hydrophilic wire guide sterilization package was found not completely sealed, with a part of the wire guide exposed outside the package. This observation was made when the user opened the marketing box prior to a kidney stone surgery. The user changed to a new device to complete the procedure. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.